Event description:
It was reported by the customer that following a thoracotomy procedure, a catheter broke upon removal. In 2006, following a thoracotomy procedure, a pump was placed with a 2 site infusion set. At about 5 days later, the catheter was removed by a nurse. During removal, it was noted that no resistance was felt and the nurse thought that the catheter was still intact and did not recognize that there was any breakage. Approximately 6 inches of catheter was removed from under the skin at the time of removal. During a CT scan, a piece of catheter was detected. A second procedure was done three days later to remove the remaining piece of catheter. No foreign body (catheter) was found during the second procedure.

Manufacturer narrative:
As of 08/10/2009, the catheter has not been returned for evaluation, the catheter was discarded. No conclusion can be drawn.